Event description:
It was reported that a balloon rupture occurred. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm each. However, at second inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm each. However, at second inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified cephalic vein straight part.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm each. However, at second inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.